Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net with the noise on the right ventricular lead. The device was reprogrammed and the patient would be monitored, no patient symptoms were reported. No additional information was available.